Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse(+) dermal filler lot 100099652 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
This MDR is related to MDR 2135225-2019-00010 (same patient and product). This spontaneous report was received from a (B)(6) physician and concerns a female patient. She was injected with a total of 3 ml of radiesse(+)® into the zygoma (1.5 ml per 6 injection points into each side), on (B)(6) 2019. Batch number was reported as 100099652. A lot search was conducted on the reported lot and no cases were noted. Radiesse(+)® was injected via supraperiosteal boli technique using a 27g needle. On the same day, the patient was injected with a total of 1 ml of hyaluronic acid into the marionette lines, using a subdermal fanning technique with cannula. The patient has received radiesse® and hyaluronic acid treatments for the past 3.5 years by the same physician. Before that, she had treatments in other country. Further patient's medical history and concomitant medications were reported as none. On (B)(6) 2019, 15-20 minutes after being injected with radiesse(+)®, the patient developed blanching of the skin on the cheek on the right side (reportedly approximately 2 cm in size) with light erythema around it, and without pain sensation. Five minutes later, the patient developed periphere n. Facialis paresis on the right side. As initially reported, the damage on n. Facialis was probably in combination with vascular compromise. Further investigations were performed in a filler complication department of a hospital. Echo showed flow on the right cheekbone end cheek, but was less compared to contralateral side. Hematoma on right the zygoma was visible. Needle aspiration was performed, resulting in flow improvement. Yellow colored aspirate was sent for pathology. A 1500 units of hyalase was injected around the injection area. In addition, sodium thiosulfate was injected under echo visualization into the lateral side of the zygoma and immediate improvement on flow was seen. On (B)(6) 2019, another 1500 units of hyalase was injected. The patient was prescribed with warm compresses, ascal, isosorbide dinitrate cream, prednisone and 10 days of o2 therapy. The patient was not hospitalized. She was in contact with the physician every day and situation was gradually improving. The color of the skin was improving every day, and improved capillary refill and slow repair of periphere n. Facialis paresis were noted. The outcome of the events was reported as resolving. In the opinion of the reporter, the events were of severe intensity, not life-threatening, not permanent, and related to radiesse(+)® but not to incorporated anaesthetic. Follow-up information was received on (B)(6) 2019: this case was upgraded to serious. The physician confirmed that the patient was diagnosed with a periphere n. Facialis paresis and vascular compromise. To prevent permanent damage, the adverse events were treated as a serious incident, however, she was not hospitalized. The physician confirmed that the patient received no further corrective treatment apart from the one reported. Follow-up information was received on (B)(6) 2019: the patient's age was added in the report since it was missing and initial narrative was corrected. The physician informed that there was an improvement on the vascularization of the skin and that the colour of the skin was better, however, the periphere n. Facialis paresis did hardly improve. In the opinion of the reporter, this was going to take several weeks to completely improve. As reported, the protocol remained. Due to the provided information, the outcome of the events remained as resolving.

Event description:
Follow-up information was received on 19-feb-2019: as reported, on the day of the treatment, the patient experienced herpes labialis and she was also in a lot of stress. Reportedly, the sunday before this report, the patient was hospitalized with a spontaneous dissection of a coronary artery and had a percutaneous coronary intervention (pci) performed, which of course did not correlate to the adverse event. The patient was going to have a magnetic resonance imaging (MRI) of the skull to eliminate compression, once the incident of the last sunday had resolved. Vascularisation and color of the skin was reported as good (echo showed good flow). Perifere facialis paresis did not improve and it was not clear if this had connection to the filler treatment. Due to the provided information, the outcome of the events of vascular compromise, light erythema and blanching of the skin on the cheek was considered as resolved, and therefore it was changed from resolving. The outcome of the event of hematoma on the right zygoma remained unchanged and the outcome of the event of perifere n.facialis paresis was considered as not resolved, and therefore it was changed from resolving. According to the physician, there was a possibility that herpes simplex in combination with a lot of stress caused pareses. The physician also spoke to a neurologist, who was not able to explain the facialis pareses caused by a treatment of the zygoma. According to the neurologist, it was unlikely that there was a correlation between the pareses and treatment. Coding of vascular compromise was corrected to vascular compression.

Event description:
Follow-up information was received on 28-mar-2019: the events blanching and erythema were deleted as they were regarded as a consequence of vascular compromise. The physician contacted several specialists. Since the paresis affected the eye and mouth area, they suggested that the facialis paresis had split in several branches. As reported, this was anatomically, in relation to filler use, difficult to explain. The magnetic resonance imaging (MRI) showed no pathology of the central and perifere n. Facialis, suggesting no compression by the filler. The nerve was recovering and the patient experienced more movement on the harmed side. Due to the provided information, the outcome of the event of periphere n. Facialis paresis was considered as and changed from not resolved to resolving.